Event description:
The pt received a scs system on (B)(6) 2006. It was reported on (B)(6) 2011 that the pt is feeling a tingling sensation throughout her body except in her arm, even though stimulation is off. Sjm representative confirmed that stimulation is off by using the pt programmer (pp). The pt's pain pattern is the right knee. The pt stated that the ipg seems like it is protruding out of her pocket. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.